Manufacturer narrative:
The complainant was unable to report the upn and lot number; therefore the manufacture date and expiration date are unknown (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016, that an ultraflex esophageal stent was used during a stent placement procedure performed on an unknown date. According to the complainant, during the procedure, the deployment suture broke near the pull ring. Following the suture break, it was no longer possible to deploy the stent. The stent was removed from the patient partially deployed. Photos of the ultraflex device after it was removed from the patient show that the shaft is bowed. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.